Event description:
It was reported, there was a volume discrepancy; the actual residual volume (arv) is less than the expected residual volume (erv). The arv was 13 and the erv was 22.3. They were only able to aspirate 13 ml from the pump. Filled the pump with new drug where they were only able to put in 34 ml. It was also reported there was no adverse medical issue. The drug being used in the pump was morphine (unknown).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).